Event description:
During a standard inspection of a customer returned asset, the probe unit pink rubber on the evis exera ii ultrasound gastrovideoscope was cut to the core. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were found during the device evaluation. The ultrasound image had seven (7) broken elements and the insertion tube protector boot was torn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe unit pink rubber was found to be cut to the core. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely from physical stress such as dropping or knocking. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.